Event description:
The catheter was placed in 2006. During placement, the tip of the guidewire broke off and migrated into the patient. The tip remains in the patient, and will be removed eventually.

Manufacturer narrative:
The sample has been received by the manufacturer and is currently being evaluated. Results are expected soon.